Event description:
The customer reported an occlusion alarm. There was no adverse impact to the customers blood glucose level. Attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.